Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, during a surgical procedure, it was discovered that the tip of the instrument had broken off. The fragment was lodged in the gap between the left s-side pelvis and the screw. There was an attempt to remove the fragment, but it could not be retrieved. As a result, the procedure was completed with the fragment remaining inside the patient´s body. No adverse consequence for the patient was reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - malfunction (report not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated. D9 - product received. H3 - yes, evaluation. H6 - codes updated. Investigation results: the complained product was made available for investigation. It was noted that one of the two tabs had broken off; and the broken off piece was not enclosed. Next, the fracture surface was examined. The surface showed signs of pre-damage (crack/fracture) and residual forced fracture. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There is one similar complaint against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. It can be hypothesized that a possible reason for the reported event could be not completely spreading the downtube with the removal key, as specified in the manufacturer´s instructions for use (IFU) effective at time of use, resulting in the tab breaking off or being pre- damaged during removal. Based upon the investigation results, a CAPA is not required.

Event description:
Update: when the surgeon had removed the extender with the removal key, it had seemed to function normally.